Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon removed the intraocular lens (iol) from the patients left eye after noticing that it was not centered. The surgeon tried several times to center the lens but was not possible so decided to explant the lens. The back up lens was inserted successfully. Through additional follow up, it was learnt that the patient was aphakic came for anterior vitrectomy and secondary iol implantation with emerald cartridge. The surgeon noticed that the iol was centered poorly and decided to cut the lens in half and removed it. The back up iol was implanted and centered successfully. There was no patient injury. Patient is doing well postop day 1 and postop day 11. Vision has improved and stable and a little soreness. The product is not being returned. No further information is available.